Event description:
It was reported that during setup of the ilet with a dexcom g7 sensor, pairing failed because the sensor remained connected to a tandem pump; the agent instructed the user to shut down the other device, move to a different room, toggle bluetooth, and re-enter the pairing code, and the event was characterized as an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between devices, consistent with intermittent communication failure and involving the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.